Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element plus ous 2.75x16mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14mar2020. It was reported that crossing difficulty was encountered. The 80% stenosed target lesion with a bend of <45 degrees was located in the moderately tortuous and mildly calcified left anterior descending artery. A 2.75x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.